Manufacturer narrative:
As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
It was reported that patient had an infection at the pocket site. Surgical intervention took place on (B)(6) 2023 where the ipg was explanted and replaced to address the issue. Therapy was restored. Oral medication infection has improved, and manufacture representative will not be receiving any more updates on the patient.

Manufacturer narrative:
Date of event estimated.